Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set tubing was pulled off from the connector needle while she was sleeping. The blood glucose level at the time of the report was 100 mg/dl and she did not notice any damage when the package was first opened. No further information available.